Event description:
The issue involves functionality in cerner millennium carenet and affects sites that use inet interactive view or powerchart emar and could affect sites that use carenet intake and output second generation (I&o2g). When a corrupted result qualifies for the interactive view, the system might fail to return a full set of results. This occurs if the corrupted result is of a type that is set to be displayed on interactive view. The system displays all results that were processed prior to the corrupted result; however, any results from that point forward are not displayed. When this occurs, the system gives no indication that the result set is incomplete. On the emar, when the system encounters a corrupted result, the system displays that a rate change occurred for the corrupted result, but not the value to which the rate changed. All other results are displayed correctly. Pt care could be adversely affected, as clinical decisions could be based on incomplete info. There have been no reports of adverse pts events rec'd by cerner as a result of this issue.

Manufacturer narrative:
Cerner has distributed a priority review flash notification october 23, 2007 to all potentially impacted client sites. The software notification includes a description of the issue. While the root cause of this issue remains under investigation, cerner is blocking the corrupted result type from being written to the database and is displaying a warning message to the end user through a series of change records. In addition, an audit script has been developed and made available to identify orders that possibly are affected by this issue. Cerner corporation will provide an update to you when the root cause of the issue has been determined and a software correction has been made available to all clients.